Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the arm. There were no patient symptoms documented. The cgm was reading 40 mg/dl and the blood glucose was not checked. The patient self-treated with carbohydrates. After several hours and additional treatment with carbohydrates, the cgm reading was still 40 mg/dl. The patient developed chest pain, blurred vision, cramping, and dizziness. He called an ambulance. At the hospital, the bg was 800 mg/dl while the cgm was still showing 40 mg/dl. He was admitted for 1 day and treated with IV fluid and humalog. The sensor was removed at the hospital. There was no documentation of further medical intervention. At the time of the report, the patient was feeling ok. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.